Event description:
The dealer states the fork stem bearings are worn and the right fork seems to be fused with the bearing.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed